Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis, sepsis and heart attack with blood glucose was 600 mg/dl at the time of incident. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.